Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction in the anti-b well and an increased number of question mark results on abo types with ih-card abd(dvi+)-con. On the ih-1000 instrument. The customer did not return a sample of the allegedly defective product ih-card abd/d(vi+)-conf for investigational testing, but sent in seven patient samples she also provided images of patient abo types. Analysis of the race files showed that the algorithm identified a high texture value. Our quality control laboratory tested their retention sample of the supposedly defective lot with 20 donor samples (6 x blood group o, 5 x blood group b, 8 x blood group a and 1 x blood group ab) on the ih-1000. All positive and negative reactions were correct. We did not observe any question mark or even false positive results. Due to some hemolysis of the patient samples and their poor state they were tested manually but centrifuged and evaluated by the ih-reader 24. Again, all positive and negative reactions were correct. We did not observe any question mark or even false positive results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). The complaint sample was not available for investigation and the retention sample reacted as expected. The seven patient samples sent in by the customer showed correct blood groups. Investigation of the data files showed that the reaction in question was caused by a high texture value. The issue of 1+ false positive reactions which were clearly negative when visually assessed is already addressed in our internal quality notification (B)(4).

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction in the anti-b well and an increased number of question mark results on abo types with ih-card abd(dvi+)-con. On the ih-1000 instrument. The customer did not return a sampleof the allegedly defective product ih-card abd/d(vi+)-conf ref for investigational testing, but sent in patient samples she also provided images oof patient abo types. The investigation of the retention sample and the patient samples as well as an evaluation of the instrument data is still ongoing.